Event description:
It was reported that the lead implant was unsuccessful, possibly due to the patient tortures anatomy. It was further reported that diaphragmatic pacing was noted in several spots in the target vessels. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that all conductors including the distal conductor had blood/body fluid (not obstructed).